Manufacturer narrative:
The lead was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant this lead did not pace even after several repositioning and tests. A new lead was thus used. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this lead did not pace even after several repositioning and tests. A new lead was thus used. No adverse patient effects were reported.